Event description:
The customer's blood glucose level was impacted; the value of the level was not provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. There was no reported impact to the customer's blood glucose level. After the alarm, the customer would either change the infusion set site, tubing or cartridge. As the occlusions had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.